Event description:
Additional information was received that indicated the patient was admitted with acute coronary syndrome for which the culprit vessel was stented. The patient had one episode of angina during the (B)(6) month follow up that was relieved with 2 nitroglycerin with no further episodes. There was no angiogram performed. The patient had a follow-up stress test prior to his 12 month clinic visit, which was normal.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because pc message was not resolved with troubleshooting.